Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezk0988 showed no other similar product complaint(s) from this lot number.

Event description:
(B)(4) it was reported that a patient with lung cancer and a tracheostomy tube was being mechanically ventilated and was hospitalized for acute respiratory failure. A groshong midline catheter was placed via the basilic vein of right arm with ultrasound on (B)(6) 2016. The catheter was placed for blood sampling and intravenous therapy infusions. The catheter was reportedly placed without difficulty or complications with 1.5 cm of the catheter left outside the body. The device was stabilized with a transparent dressing film instead of a statlock. It was stated that the device was treated and controlled in accordance to hospital procedure. On (B)(6), at 4 am, the patient was highly agitated and was taken off the tracheostomy tube and the midline catheter. The nurse found that at the insertion site on the patient's skin that the gray and purple device, with the luer-lock, had reportedly been detached from the blue cone of the catheter. It was said that the blue cone had been torn from the gray portion, leaving only the connector blunt attaching the two pieces together. The catheter was removed to avoid migration in the venous circulation.